Manufacturer narrative:
The t:slim user guide states that if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer was waking up with the insulin delivery suspended. The customer's blood glucose (bg) level ranged between 200-400 mg/dl and was addressed with a bolus via the pump. Tandem technical support reviewed the pump history and t:connected data and it appeared that the customer had suspended insulin repeatedly after receiving a low insulin alert. The t:connect data also showed that the customer suspended insulin delivery for approximately one hour most evenings. The contact indicated that the customer will be meeting with a healthcare provider to discuss the high bg levels.